Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced phrenic nerve damage. After the successful completion of the procedure the patient was discharged from the facility. At a follow up appointment an unspecified amount of time later phrenic nerve issues was identified. No information regarding if any treatments took place or the patient's status have been provided. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.